Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) power on button is pressed but the device does not start. There was no patient involvement.

Manufacturer narrative:
Due to character limitation e1 (event site name): (B)(6). Hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) confirmed a failure of the video generator board, replaced the video generator board. After each operation, operation was confirmed based on the inspection record sheet and it was confirmed that the equipment is currently in good condition and working.

Event description:
N/a.